Event description:
A 3x8 stent had a strut lifted from the balloon body upon attempts to pass through proximal port of vessel. Dates of use: (B)(6) 2013. Diagnosis or reason for use: cardiac cath with intervention. Event abated after use stopped or dose reduced: yes.